Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00532: case 1, 3025141-2019-00534: case 3, 3025141-2019-00535: case 4, 3025141-2019-00536: case 5, 3025141-2019-00537: case 6, 3025141-2019-00538: case 7, 3025141-2019-00539: case 8, 3025141-2019-00540: case 9, 3025141-2019-00541: case 10, 3025141-2019-00542: case 11, 3025141-2019-00543: case 12.

Event description:
Article: operative treatment of 2-part surgical neck fractures of the humerus: intramedullary nail versus locking compression plate with technical consideration; lee, wonyong, md; park, jun-youn, md; chun, yong-min, md phd; j orthop trauma, volume 31, number 9, september 2017; 270-274. Case 2: patient experienced postoperative stiffness following implantation of a polarus nail; treated with exercise, physical therapy and steroid injections.